Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8248610. Our records show that this is the fourth instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. Bd was able to duplicate and confirm the failure mode with sample provided, this failure mode was detected in other customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59. CAPA#629955 was initiated.

Event description:
It was reported that during use of the bd connecta¿ stopcock with valve and extension tubing there was leakage observed at the injection site of the extension. Difficulty of manipulations for caregivers, increased risk of infection. An air inlet at the injection site during the preparation of the infusion. The caregiver, purging his tubing to connect to the patient, found a significant air intake at the injection site, without damage to the patient because the tubing was not connected. Leakage at the injection site: during the preparation of the infusion, the caregiver purged the tubing and then found a leakage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd connecta¿ stopcock with valve and extension tubing there was leakage observed at the injection site of the extension. Difficulty of manipulations for caregivers, increased risk of infection. An air inlet at the injection site during the preparation of the infusion. The caregiver, purging his tubing to connect to the patient, found a significant air intake at the injection site, without damage to the patient because the tubing was not connected. Leakage at the injection site: during the preparation of the infusion, the caregiver purged the tubing and then found a leakage.